Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 1 of 7.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 4 of 7.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 5 of 7.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 6 of 7.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 7 of 7.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 2 of 7.

Event description:
The clinic reported that several patients complained of an unusual 'jolt' sensation during the application of an electrotherapy treatment. None of the patients suffered any injuries. The patients did report being startled by the event. Patient 3 of 7.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.